Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 61 mg/dl. The customer stated the up/down buttons are sticking and the number roll no matter what it is she's selected. The customer advised that the escape and act don't stop the scrolling numbers. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that she had blood glucose but not hospitalized. The customer's blood glucose was 61 mg/dl the customer was treated with food. The customer stated that she is fine and discontinue low blood glucose troubleshoot.

Manufacturer narrative:
No unexpected scrolling of numbers noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.